Event description:
It was reported that or 15 has broken flat panel handle and the sterile handle wont's stay on.

Manufacturer narrative:
There is no established expiration date for this device. Device was evaluated in the field on feb 25, 2010. Device manufacture date is unk at this point. Further attempts will be made for this info. Eval summary: the suspected root cause of this failure is user misuse. The sterilizable cover attaches to the handle by sliding the cover over the handle and when the user rotates the cover, the cover fastens to the handle. Often times, the users forcefully install the cover without rotating the cover until it engages and this forceful collision can cause damge to the handle's components over time. If the sterile cover won't stay on, as mentioned in the event description, there is a potential for the cover to fall off during use (during a case) and fall in the sterile field and potentially onto a pt. This type of hazard has never occurred but there is a potential for it to occur. This is not a single-use device.